Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that during a device change out procedure, it was discovered that there was high out-of-range shock impedance on this right ventricular (rv) lead. The shock impedance measurements were between 160-170 ohms in the trended device data. A commanded shock was delivered and the impedance measured greater than 125 ohms. Defibrillation threshold (dft) testing was then done. The rhythm was converted successfully and the impedance was 114 ohms. Boston scientific technical services (ts) recommended replacing the rv lead during the procedure as the shock impedance was very high. The physician elected to leave the rv lead in service and to monitor closely via the remote monitoring system. The device change out procedure was successfully completed and no additional adverse patient effects were reported. Additional information was reported indicating that this rv lead was ultimately removed and replaced, due to the reported high out of range shock lead impedances (sli). The sli measurement reached greater than 200 ohms. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
During a device change out procedure, it was discovered that there was high out-of-range shock impedance on this right ventricular (rv) lead. The shock impedance measurements were between 160-170 ohms in the trended device data. A commanded shock was delivered and the impedance measured greater than 125 ohms. Defibrillation threshold (dft) testing was then done. The rhythm was converted successfully and the impedance was 114 ohms. Boston scientific technical services (ts) recommended replacing the rv lead during the procedure as the shock impedance was very high. The physician elected to leave the rv lead in service and to monitor closely via the remote monitoring system. The device change out procedure was successfully completed and no additional adverse patient effects were reported.